Event description:
Customer reported receiving a reading of 343 mg/dl while at work. Customer injected insulin at 1:31pm then drove home. Upon arriving at home, customer was unable to get out of car and lost consciousness. Customer's family member injected customer with glucagon to revive customer.